Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the ccd module defective. Based on the result, we concluded that it was caused, due to the excessive force applied on the ccd module. In addition, we confirmed, that the air water nozzle clogged. However, it is not the main cause, and/or irrelevant to the alleged complaint.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Spots in the image this event occurred at the time of during inspection. There was no report of patient harm.